Event description:
Pump functioned erratically causing too much fluid in the soft tissue. Pressure never got above 80. Patient was kept overnight due to pain from the excessive fluid. No delay was reported during the rotator cuff procedure. Sales rep. States he believes that patient is fine.

Manufacturer narrative:
Unit has not been returned for evaluation, therefore, no determination could be made for the reported device failure.